Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2013 for permanent birth control. Shortly before her essure procedure, plaintiff consulted with her healthcare provider to discuss permanent forms of birth control. Her doctor recommended the essure device/procedure as an alternative to tubal ligation, stating that essure was an easier procedure, was less invasive, involved a much shorter recovery time than tubal ligation, and was very effective at preventing pregnancy or words to that effect. She relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2013, plaintiff underwent the essure procedure. After the implant, she began suffering from sharp pain during intercourse, severe abdominal pain, severe pain in her ovaries, depression, migraines, severe sharp back pain, right flank pain, abnormal prolonged menses and cramping. On or about (B)(6) 2015, plaintiff sought medical attention for her severe pelvic pain, severe uterine pain and severe abdominal pain. Plaintiff underwent an ultrasound which showed that the right essure implant had migrated and perforated her fallopian tube. On or about (B)(6) 2015, she underwent a salpingectomy. Following the salpingectomy on (B)(6) 2015, most of her symptoms have resolved. In addition it was informed that the physical pain and emotional anguish that plaintiff suffered as a result of the coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment:this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure implant had migrated and perforated her fallopian tube, serious event due to medical importance and listed in the essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, around 2 years after insertion, consumer sought medical attention for her severe pelvic pain, severe uterine pain and severe abdominal pain and it was diagnosed by ultrasound that the right essure implant had migrated and perforated her fallopian tube. One month later she underwent a salpingectomy. Given the nature of the events it was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
Information from duplicate (B)(4) was added to this case on 21-sep-2016: the plaintiff reported after the implant she began suffering from heavy bleeding, cramping, severe menstruation pain, severe pelvic pain, back pain, severe abdominal pain, hair loss, fatigue, vaginal discharge, weight-fluctuations, vision loss, and rashes. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure implant had migrated and perforated her fallopian tube. Upon follow up receipt, heavy bleeding (genital haemorrhage) and vision loss (blindness) were reported. Fallopian tube perforation and genital haemorrhage are listed while blindness is unlisted in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, around 2 years after insertion, consumer sought medical attention for her severe pelvic pain, uterine and abdominal pain and it was diagnosed by ultrasound that the right essure implant had migrated and perforated her fallopian tube. One month later she underwent a salpingectomy. Given event's nature it was considered related to essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, genital haemorrhage is considered related to essure. The main causes of blindness and visual impairment are cataract, glaucoma, age-related macular degeneration and other eyes' pathologies. Considering that and the local action of essure in the fallopian tubes, causality with essure can be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process

Manufacturer narrative:
Quality safety evaluation of ptc received on 24-aug-2016: ptc global number is (B)(4). No sample available r this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure implant had migrated and perforated her fallopian tube, serious event due to medical importance and listed in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, around 2 years after insertion, consumer sought medical attention for her severe pelvic pain, severe uterine pain and severe abdominal pain and it was diagnosed by ultrasound that the right essure implant had migrated and perforated her fallopian tube. One month later she underwent a salpingectomy. Given event's nature it was considered related to essure. This case was regarded as incident since device removal was required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure implant had migrated and perforated her fallopian tube"), device dislocation ("migration of essure into pelvis"), gastrointestinal injury ("perforation: left muscle wall and intestine"), uterine perforation ("perforation: left muscle wall and intestine"), muscle injury ("perforation : muscles along the abdominal wall"), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and blindness ("vision loss") in a 28-year-old female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, bipolar depression since 2013, insomnia, numbness of upper extremities, numbness of extremities and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) from 24-jul-2013 to (B)(6) 2015 for contraception as well as citalopram hydrobromide (celexa) since 2013, colecalciferol (vitamin d) from 2013 to 2015, salbutamol (albuterol) since 2008 and trazodone since 2013. In 2013, the patient experienced depression ("depression"). In july 2013, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced dyspareunia ("sharp pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), headache ("headaches"), vaginal haemorrhage ("abnormal (vaginal bleeding)") and pain ("pain"). In october 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vaginal disorder ("vaginal vaginosis"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections") with vaginal discharge. In march 2014, the patient experienced weight fluctuation ("weight-fluctuations"). In march 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, adnexa uteri pain, flank pain, pelvic pain and uterine pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), muscle injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe sharp back pain"), menstrual disorder ("abnormal menses"), blindness (seriousness criterion medically significant) and rash ("rashes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial ablation) and surgery (dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, gastrointestinal injury, uterine perforation, muscle injury, uterine haemorrhage, depression, back pain, menstrual disorder, weight fluctuation, blindness, rash, vaginal disorder, headache, urinary tract infection, pain and vaginal infection outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, fatigue and vaginal haemorrhage had resolved and the migraine and alopecia was resolving. The reporter considered alopecia, back pain, blindness, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, muscle injury, pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal disorder, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 26-mar-2014: perforation (fallopian tube) . Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding, headaches, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure implant had migrated and perforated her fallopian tube"), device dislocation ("migration of essure into pelvis"), intestinal perforation ("perforation: left muscle wall and intestine"), uterine perforation ("perforation: left muscle wall and intestine"), gastrointestinal injury ("perforation : muscles along the abdominal wall"), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and blindness ("vision loss") in a 28-year-old female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, bipolar depression since 2013, insomnia, numbness of upper extremities, numbness of extremities and ovarian cyst. Concomitant products included citalopram hydrobromide (celexa) since 2013, colecalciferol (vitamin d) from 2013 to 2015, salbutamol (albuterol) since 2008 and trazodone since 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced dyspareunia ("sharp pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), headache ("headaches"), vaginal haemorrhage ("abnormal (vaginal bleeding)") and pain ("pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vaginal disorder ("vaginal vaginosis"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections") with vaginal discharge. In 2014, the patient experienced weight fluctuation ("weight-fluctuations"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, adnexa uteri pain, flank pain, pelvic pain and uterine pain, device dislocation, intestinal perforation, gastrointestinal injury, uterine perforation, gastrointestinal injury, genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), back pain ("severe sharp back pain"), menstrual disorder ("abnormal menses"), blindness (seriousness criterion medically significant) and rash ("rashes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial ablation) and surgery (dilation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, intestinal perforation, uterine perforation, gastrointestinal injury, uterine haemorrhage, depression, back pain, menstrual disorder, weight fluctuation, blindness, rash, vaginal disorder, headache, urinary tract infection, pain and vaginal infection outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, fatigue and vaginal haemorrhage had resolved and the migraine and alopecia was resolving. The reporter considered alopecia, back pain, blindness, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, genital haemorrhage, headache, intestinal perforation, menorrhagia, menstrual disorder, migraine, pain, rash, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal disorder, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: perforation (fallopian tube). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abnormal uterine bleeding, headaches, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: migration of essure into pelvis, vaginal vaginosis, headache, abnormal bleeding (vaginal), urinary tract infection, vaginal infections, perforation left muscle wall and intestine, perforation : muscles along the abdominal wall and pain . Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: medical record received - concurrent condition, concomitant drug and laboratory data were updated. Event abnormal uterine bleeding was added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.